Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured at the tip during an extraction. The fractured piece was removed by hand. The procedure was completed with another instrument. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the elevator showed signs of use with some minor scratching and discoloration. The elevator also had a fractured tip, therefore, the complaint is confirmed. Manufacturing history was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to excessive force being applied, beyond what the instrument was designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.